Event description:
Reporting status: malfunction. Reporting rationale: guide wire separation. Device issue: guide wire separation. It was reported that the guide wire tip coil was found damaged when unpacking. No additional event or patient information is available. This event is being filed based on the return goods lab analysis of the device, which revealed a guide wire separation.

Manufacturer narrative:
Results - product performance engineering was unable to complete their analysis at the time of this report. Results and conclusions will be forwarded upon completion. Evaluation summary: quality assurance analysis revealed the guide wire was returned without any blood visible. There was contrast visible on the coils. The intermediate coils were separated 3 mm proximal to the center solder. The distal portion of the separation was not returned. The core remained intact. The polymer was torn distally at the proximal end for length of 2 mm. There was no other damage noted to the guide wire. The product was sent to the scanning electron microscopy (sem) lab for further analysis. Product performance engineering was unable to complete their analysis at the time of this report. Results and conclusions will be forwarded upon completion.